Event description:
This lead was explanted and replaced due to 23 inappropriate shocks delivered which were caused by noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, a mechanical and an electrical inspection. The inspection revealed abrasion marks along the lead body with a damaged insulation as a result of wear in the distal area. This insulation damage can be considered to be the root cause of the noise mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection showed explantation damages i.e. The rv shock coil was found deformed. The analysis did not reveal any sign of a material or manufacturing problem.